Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed old-style printed circuit board with damaged liquid crystal display, power switch, and front cover. Cracked enclosure and broken flux plug. Customer reported issue was confirmed. An impact to the front cover where the liquid crystal display window is located. The root cause of the reported issue was determined. The liquid crystal display was broken by external forces. Actions taken to mitigate the reported issue: no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. UDI information is unknown. Report source is unknown.

Event description:
It was reported that the encountered a bad liquid crystal display. No patient injury reported.